Manufacturer narrative:
(B)(4). D6a: implant date - 2017. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an initial right medial unicondylar knee arthroplasty. Approximately 7 years post implantation, the patient was converted to a total knee due to instability and painful arthritic progression. During the revision, wearing of the poly as well as arthritic changes at the patellofemoral compartment was noted. The surgery was completed without complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 no products were returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Operative notes provided and reviewed state that the patient, who previously underwent a right medial unicondylar knee arthroplasty and was converted to a total knee arthroplasty approximately 8 years later due to persistent instability and painful arthritic progression. Intraoperative findings during the conversion revealed significant wear of the polyethylene liner and degenerative arthritic changes in the patellofemoral compartment. The surgical procedure involved removing the partial knee components without any complications or significant bone loss. A cemented total knee arthroplasty was implanted, and good range of motion and stability were achieved. The surgery was completed without complications. A definitive root cause cannot be determined. Complaint is confirmed based on operative notes provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.